Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small. During the procedure, reverse blood from the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small occurred. The hemostatic valve was not defective, but the orange frame at the front of the hemostatic valve was cracked so that the reverse blood occurred. The issue was handled by replacing the sheath. Additional information was received. The brim cap was the section that the issue was observed. It was broken/cracked. The device evaluation was completed on 09-sep-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed the brim cap was detached from the hub, and broken marks were found; however, adhesive residues were found which can be determined that it was properly manufactured. A device history record was performed for the finished device batch number, and no internal actions were identified. The brim cap issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The sheath instructions for use (IFU) contain the following precaution: use best practices for inserting or retracting any device at the hemostatic valve. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 02-oct-2024, noted a correction to the 3500a initial under the d4. Primary UDI number field. It should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 02-oct-2024, noted a correction to the 3500a follow-up #2 as "correction" should have also been populated under "h2. If follow-up, what type?". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and a brim cap broken/cracked issue occurred. During the procedure, reverse blood from the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small occurred. The hemostatic valve was not defective, but the orange frame at the front of the hemostatic valve was cracked so that the reverse blood occurred. The issue was handled by replacing the sheath. Additional information was received. The brim cap was the section that the issue was observed. It was broken/cracked. The hemostatic valve did not dislodge inside the hub and did not dislodge outside the hub. The sheath was being used on the patient. No air entered the patient¿s body. Blood return was observed. A few drops were lost, but the exact amount was unknown. Nihon lifeline rf needle was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).